Event description:
It was reported that the cap of a tsunagu set came off while an automated peritoneal dialysis (pd) patient was taking a bath. The patient "fixed it up again by hand". The following day the patient was diagnosed with peritonitis manifested by cloudy fluid. The same day, the patient was hospitalized and began treatment with cefazolin (2g once a day, intraperitoneal, discontinued after 4 days) and gentamicin (40mg once a day, intraperitoneal, discontinued after 4 days) for peritonitis. Pd therapy was ongoing. Five days after hospital admission , the patient was discharged and was recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.